Event description:
It was reported that the device was explanted due to premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. No high current drain sources were found during testing. The original battery was sent out to the vendor for further evaluation, and no anomaly was detected that would cause the battery to deplete. The cause for the premature battery depletion could no conclusively be determined.